Event description:
Revision surgery - due to the patient continuously dislocating and proximal bone loss. The surgeon performed a polyethylene exchange. There is no product issue noted in this complaint.

Manufacturer narrative:
The reason for this revision surgery was identified as a dislocation after 35 days of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was determined to be due to proximal bone loss. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.